Event description:
It was reported that when using the BD Pyxis¿ ES Server one patient was not showing up on one station. Customer mentioned did not have access to patient encounter system to check. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & H.4: Serial Number, Unique Device Identifier, and Manufacturer Date not available.Upon investigation of this incident, a technical support specialist confirmed with the customer that no one from pyxis had contacted user or provided any updates regarding the case. The patient had already been discharged, and the facility advised that user would manually bill the patient for the medications that were dispensed, and no further investigation was required. Therefore, the technical support specialist closed the case.